Manufacturer narrative:
The reported event of setscrew issue was confirmed. Final analysis found septum material and calcified blood in the setscrew inset that prevented the torque wrench from fully engaging the screw. This damage is consistent with user error during explant procedure. The device was tested on the bench and was otherwise normal. No anomalies were found.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a scheduled bi-ventricular pacemaker upgrade procedure. During the procedure, the physician discovered that the set screw on the right ventricular port of the chronic pacemaker was stripped. This was found prior removing the right ventricular lead. The device was then replaced without any complications. There were no adverse consequences to the patient.